Event description:
A motor stall with no recovery was confirmed in the pump event logs. The stall occurred on (B)(6) 2015 around 4:30, when the patient heard the critical alarm. The patient woke up on the morning of the report experiencing underdose and withdrawal symptoms of increase tone, shaking, and itching/pruritus. Medical and environmental electromagnetic interference (emi) were ruled out as causes for the stall. A tube set message was not seen. The pump was replaced on the morning of (B)(6) 2015. The patient was reportedly back home and doing fantastic. They recovered without permanent impairment. The pump contained lioresal.

Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that on or about on (B)(6) 2015, the patient's pump failed. On that evening, the patient began complaining of increased stiffness and feelings of bugs crawling over their skin. At some point in the evening, the patient's alarm began to beep. Upon information and belief, the patient¿s pump was cyclically overinfusing and then underinfusing their body with baclofen, causing cycles of overdose and underdose. The following morning on (B)(6) 2015, the patient presented to the emergency department of (B)(6) center and was duly admitted with an admitting diagnosis of acute withdrawal secondary to baclofen pump failure with symptoms of tremors, pruritus, shortness of breath, tachycardia, elevated blood pressure, and hyperthermia. Doctors initiated drug withdrawal protocol. During the withdrawal from baclofen, the patient experienced many hours of extreme discomfort without relief. A manufacture representative was present at the patient¿s bedside in the emergency department and performed an interrogation on the pump, confirming it was not functioning. Given the ¿catastrophic failure¿ of the device, plaintiff¿s physicians recommended ¿urgent replacement.¿ thus, the patient was transferred to the ICU while arrangements were made to transfer them to a different facility where the pump could be removed. On or about (B)(6) 2015 at 2242, the patient was transferred via ambulance and admitted to (B)(6) hospital in (B)(6). There, dr. (B)(6) performed a pump replacement surgery, replacing both the medtronic pump and sutureless catheter connector with new medtronic components. Upon information and belief, the patient¿s overinfusion/underinfusion and ultimate life-threatening baclofen withdrawal was the result of manufacturing defects in the pump insofar as the pump miscalculated drug reservoir levels and drug dispensing rates and/or experienced motor stalls, which were unable to be remedied by restarting the pump, as well as manufacturing defects in the sutureless pump connector insofar as the catheter/connecter occluded, kinked and/or disconnected, causing medication to leak into her abdomen, instead of delivering medication to her intrathecal space. As a result of the aforementioned defects and malfunctions, the synchromed ii device failed to deliver the prescribed medication as programmed, resulting in withdrawal and hospitalization and necessitating pump removal. As a result of the pump failure and removal, the patient faced lasting physical and mental injury. Since this occurrence, the patient had been unable to void through their urethra and had a permanent superpubic catheter. Their panic attacks, which are triggered by the sound of beeping, have significantly increased, as they live in fear of another life-threatening baclofen withdrawal. Since the patient's withdrawal and hospitalization, the patient¿s speech is impaired and stutters uncontrollably. This affects the patient's ability to interact socially. Due to the patient's synchromed ii pump failure and resulting injuries, the patient¿s social, emotional, and physical health have been compromised. As a foreseeable, direct, and proximate result of medtronic¿s conduct described herein, th e patient had suffered damages, including pain and suffering, lasting injury, mental anxiety and anguish, and medical bills in amounts to be proven at trial.